Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they needed to ¿bring it up some, because the level¿ was ¿not helping.¿ the patient reported that this had been happening for ¿awhile,¿ and clarified it started ¿probably a month or two ago and it¿ was ¿getting worse.¿ during the call the patient had connected with the implant and the programmer showed ¿stim off,¿ and it was on p4 at 3.1v. The patient reported no falls or trauma occurred and they didn't know how it got turned off. The patient did say they had a pacemaker (unrelated to the device/therapy) implanted in april and patient services reviewed the medical equipment used in an operating room could have triggered stimulation to turn off. During the call the patient was assisted in turning the stimulation back on and the patient confirmed it was now back on . The patient was going to try this setting to see if it helped their symptoms. The symptoms reported were a loss of therapy. There were no further complications reported.